Manufacturer narrative:
Device history lot part # 314.115, synthes lot # ft00397, supplier lot # (B)(6), release to warehouse date: 02 mar 2017, supplier: (B)(6), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the returned device was examined and was found to have a stripped distal drive tip. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. No further visual defects or deficiencies were noted. Conclusion: after a visual it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the stardrive screwdriver and depth gauge for locking screws was discovered to be damaged during inspection, after going through the decontamination process. The tip of the stardrive screwdriver was damaged and would not allow the screw to go over it while the tip of the depth gauge was bent and unusable. There is no patient involvement. This report is for one (1) stardrive(tm) screwdriver t15. This is report 1 of 1 for (B)(4).